Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/11/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a skin reaction with pimples at the needle puncture site which occurred 10 days after the sensor had been inserted into the abdomen. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient¿s caretaker (patient had pre-existing dementia) took him to the doctor for evaluation. The patient¿s doctor advised that the area was infected and prescribed the patient oral doxycycline. The patient was ¿fine¿ at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.